Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a nurse in the USA, of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported. The patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was unknown and the treatment was not reported. A few days later, the patient was discharged from the hospital and the patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).this is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd893305 and gd893586. No exceptions were observed that were related to the reported condition.